Event description:
It was reported that customer experienced cartridge alarm during cartridge loading because customer removed used cartridge before being prompted. There was no adverse impact to the customer's blood glucose level. Customer was educated to wait for prompt before removing used cartridge, then loaded new cartridge using proper technique with assistance from technical support, successfully resumed insulin therapy, and issue was resolved.